Event description:
A medtronic representative reported that, while in a spine procedure, an orange navlock became lodged in both the 4.5 and the 5.0 solera taps. The site was using the taps on powerease for this procedure. One tap locked-up and was removed. The frame was checked and appeared clear so they loaded another tap and it froze on the shaft and could not be removed. This occurred while working on the last screw hole of the procedure. In using powerease, the surgeons fingers became twisted between the frame and the hand piece. It was reported that the surgeon was not injured. The surgeon completed the procedure with the use of different instruments and the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient demographic information provided is that of the physician in this case. The actual patient was not involved in the reported event. RMA issued. Replacement orange navlock tracker shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the navlock was returned with a tap inserted. The tap has seized. The release tabs function normally but was not able to force the tap free. Mechanical failure, malfunction mating part fit, directly caused event. Rmas issued for both 4.5 & 5.0 taps. Replacements taps shipped to site (B)(4) 4/2014.